Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: june 27, 2014. Expiration date: may 31, 2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a tibial nail and four 5mm locking screws on (B)(6) 2014. At an unknown point in time, the patient presented with the broken tibial nail and a nonunion. The cause of the breakage and nonunion remain unknown. On (B)(6) 2016, the patient was revised and the broken nail and locking screws were removed and a total knee joint was implanted. The procedure was completed successfully and the patient was stable. No delay was reported during the procedure and no adverse event was identified. This is report 1 of 1 for (B)(4).